Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the check button fell off of the spirit combo insulin pump, that he had always had problems getting the button to work. No adverse event reported. A request was made for the return of the device.